Event description:
It was reported that the patient stated the implantable cardioverter defibrillator (ICD) had delivered shocks. The patient went to the emergency room after the shocks. The physician noted that the device had delivered 5 inappropriate shocks due to atrial flutter with rapid ventricular response (rvr). It is unknown if the device had delivered the shocks across multiple episodes. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the patient stated the implantable cardioverter defibrillator (ICD) had delivered shocks. The patient went to the emergency room after the shocks. The physician noted that the device had delivered 5 inappropriate shocks due to atrial flutter with rapid ventricular response (rvr). It is unknown if the device had delivered the shocks across multiple episodes. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient codes. Correction to field h6: impact codes.